Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported field event of no communication was confirmed in the laboratory and was due to a low battery voltage. The cause of the low battery voltage was due to high current draw from an anomalous integrated circuit component within the hybrid assembly.

Event description:
The patient presented to the clinic after not feeling well. It was noted that the device could not be interrogated. The device was explanted.